Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the pt's right eye. Postoperatively, the pt had a myopic refractive error. Although the pt was a high myope preoperatively and the myopia was significantly improved after implantation of the crystalens and there was no decrease in bcva, the amount of cylinder increased compared to baseline. The pt's preoperative bcva was 20/25 with mrse of -7.25 + 0.25 x 180. Postoperatively, the pt's bcva was 20/25 with mrse of -2.50 + 1.00 x 090. The lens was explanted and replaced with a different lens model and the pt's prognosis is guarded.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.